Event description:
During an atrial fibrillation procedure, when it was attempted to aspirate blood from the side port before inserting the catheter or the septal puncture needle, air was aspirated. Air was aspirated multiple times with no resolution. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. The sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown.